Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anti-backup. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by the failure of the anti-backup feature. The failure of the anti-backup feature is unrelated to the event reported. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the ratchet pawl was noted to be worn out leading the antibackup failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired, jammed twice and the clips fell off in situ. The fallen clips were removed however it is unknown what was used to remove the clips. Another device was used to complete the procedure. No adverse consequences reported.